Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause was unknown. The patient was hospitalized on the same day as onset of the peritonitis event and was treated with cefazoline (intraperitoneally, 2 gram per day, duration not reported) and gentamycin (intraperitoneally, 80 milligram per day, duration not reported). At the time of this report, the patient was recovering. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital eighteen days after admission. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.